Event description:
Upon review by the manufacturer's investigation unit, the nano meter showed signs of an electrical short. The internal display had a darkened spot at the top that appears to be melted, and the meter had a "burnt smell". No adverse event reported. Suspect device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.